Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against this lead could not be confirmed. No anomalies noted in helix.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. The physician performed surgical intervention to extract and replace the lead with a new rv lead. The patient was also treated with antibiotics. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.